Manufacturer narrative:
(B)(4). Maude report: mw5058128.

Event description:
It was reported that the device migrated in the chest area multiple time and causes great pain. No further information is available.